Manufacturer narrative:
The product investigation was completed. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, a material (presumably blood) was observed inside the pebax; however the photo does not provided sufficient information related to the leak condition reported by the customer, and therefore no results can be obtained from it. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functionality test of the returned device. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to the pump and the irrigating was done correctly, with no observed anomalies. A manufacturing record evaluation was performed for the finished device batch number 31283573l, and no internal actions were identified. The catheter leak issue reported by the customer could not be replicated during the product investigation; other circumstances or issues that occurred during the use of the device could not be replicated during the laboratory analysis. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified a hole on the pebax. During the procedure, the stsf had a possible leakage at the shaft. Noticeable accumulation of blood below the tip of the catheter. This was discovered when the catheter was removed from the sheath. There was no surgical delay. There was no information regarding if the catheter was exchanged. However, it was confirmed that the procedure was successfully completed. No patient consequences were reported.